Event description:
It was reported that during water vapor thermal therapy the device was displaying error 296, faulty delivery device. The error appeared with three different delivery devices. The procedure was cancelled/rescheduled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of this rezum generator at our quality assurance laboratory, this device was thoroughly analyzed. The inspection realized could replicate the 296-solenoid error reported. After the master control board and delivery device, the problem was resolved, thus confirming the reported event. The generator passed full functional and electrical safety testing and was ready to work as intended. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during water vapor thermal therapy the device was displaying error 296, faulty delivery device. The error appeared with three different delivery devices. The procedure was cancelled/rescheduled. No patient complications were reported.